Event description:
It was reported that during a surgery to repair a right proximal femur fracture, the awl was found to have a broken tip. The pieces were removed and there was about a one minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the awl was received with a 10mm piece of the distal tip broken off and missing. Proximal handle top curved section contains significant hammer marks on the most outboard surface. The returned awl is a device recommended technique guide as an alternative technique for initial opening of the medullary canal. Gaging by the patients age, it is likely that an adolescent lateral femoral nail (alfn) procedure was performed. The adolescent lateral femoral nail (alfn) is indicated for use in adolescent and small-stature adult patients to stabilize: fractures of the femoral shaft, subtrochanteric fractures, ipsilateral neck/shaft fractures, impending pathologic fractures, nonunions and malunions. The device is also recommended for use with technique guides as well. The returned device shows evidence of significant hammer marks to the most proximal lateral surface of the handle. Hammering of this device is not recommended and if performed in the evident diagonal direction, such angled force would be transferred to cannulated tip causing it to break off. The drawings were reviewed and determined to be suitable for the intended design, application, dimensional and material conformity and suitable for the intended use when used as recommended. The not recommended hammering of the device during use has resulted in this confirmed complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.